Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct initially reported information. The complaint is unrefuted for one (1) of one (1) unreturned polaris 5.5 plug drivers (pn: 2000-9061) for the failure of driver broken tip. The severity of this event is 0 (rmr-00090). A full investigation of the cause and contributing factors of this event as well as the quarterly update to this risk evaluation assessment can be found in etm-00413. Labeling was reviewed in this etm and found to be adequate. The devices were likely conforming when they left zimmer biomet's control. Currently, no action is recommended. Complaint history search: due to the regularity of the occurrence of this failure and the severity of this event being 0, the risk evaluation of this failure is updated on a quarterly basis via etm-00413 and tracked in the monthly complaint trending meeting. As such, the current risk has been found to be within acceptable limits identified in rmr-00090. If an event occurs with a higher severity than that identified in etm-00413, a full evaluation will be performed and the documented risk evaluation in the etm will be updated accordingly. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Event description:
It was reported that the tip of the driver broke off od a polaris 5.5 during a revision procedure. The tip was retrieved. There was no delay or impact on the patient.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver broke off od a polaris 5.5 during a revision procedure. The tip was retrieved. There was no delay or impact on the patient.